Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) falsely detected ventricular tachycardia (vt) instead of supra ventricular tachycardia (svt) due to atrial fibrillation (af). This resulted in inappropriate treatment. The ICD was reprogrammed and remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.